Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 17-year-old female who had a history of heart transplant was admitted in cardiogenic shock (cs). She was initially placed on an impella cp and impella rp flex on (B)(6) 2025. The patient lost pulses distal to the cp with no additional treatment. She was oozing from the insertion site but no hematoma was noted. She was also on hemodialysis. The patient was found to be positive for parvo and rhino virus which was causing acute rejection. The team escalated to an impella 5.5 after the rp flex was discontinued. There were concerns of thrombus on the rp flex catheter, so it was therefore removed. Due to a drop in hemoglobin, the patient was transfused. Attempts were made for extubation; however, the patient was hypoxic and remained intubated. She returned to the cath lab and found to have had the right ventricular failure that necessitated a 2nd rp flex to be placed. She again required blood products post procedure due to hemoglobin drop. Even on bipella support, the patient remained in acute heart failure and cardiogenic shock. The patient did finally get extubated on (B)(6) 2025 and transitioned to continuous renal replacement (crrt) therapy, however, had to be converted back to hemodialysis intermittently. Due to worsening clinical status, the patient was reintubated, however, she did begin to improve slowly on 5.5 support and rp flex. She had some episodes of hypotension secondary to transplant medications. On (B)(6) 2025, there were some placement signal alarms and ao waveforms were absent. On (B)(6) 2025, it was noted that the rvad had become dislodged over the weekend requiring emergent replacement. The patient¿s clinical status again deteriorated prompting reintubation and restarting of crrt. Labs showed her to be hemolyzing and lactate climbing. The physicians believed the hemolysis secondary to disseminated intravascular coagulopathy (dic) and sepsis. There was a loss of placement signal on impella 5.5 on 1/13/2026. The patient was bridged to a second heart transplantation due to the inability to wean any of the temporary mechanical circulatory assist devices.

Manufacturer narrative:
B5 was updated and section d catalog number was corrected.

Event description:
Additional information received the white plug in further, and the placement signal returned.